Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation of a cryoablation procedure a polarsheath was selected for use. After eliminating all the bubbles inside the sheath and and the saline system, air bubbles were observed inside the side port when the polarx balloon catheter was inserted into the sheath. No additional information was reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were observed. Functional testing revealed the device passed all standard procedural tests. Aspiration test revealed no air was visible in the flushing line during test/syringe vacuum. Hemostasis test revealed the device was able to maintain a pressure without any leaks observed. Air pressure revealed the pressure decay values were within specifications. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
During preparation of a cryoablation procedure a polarsheath was selected for use. After eliminating all the bubbles inside the sheath and and the saline system, air bubbles were observed inside the side port when the polarx balloon catheter was inserted into the sheath. A new sheath was used and the procedure was completed without complications. The device has been returned for analysis.